Manufacturer narrative:
Additional data: d9, h3. Corrected data: h8. H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.

Event description:
It was reported that one of the lateral prongs from two cascadia lordotic oblique inserters fractured off intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the first of two cascadia lordotic oblique inserters.